Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient has a history of lung cancer. During routine chest x-ray, atrial under sensing was observed on the ra lead. Patient had pericardial effusion due to a competitor rv lead. Programming changes were made. Patient will be seen again in 3 months to monitor the atrial under sensing. Patient was stable.